Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
On 8 years ago, it was tha procedure did. On (B)(6) 2019, it was found trunionosis and deformed of stem neck, so dislodged between a head and stem. On (B)(6) 2019, did revision surgery.